Event description:
Caller reported difficulty with the pump's quick bolus/wake button, requiring multiple presses to activate the screen. There was no adverse impact to the customer's blood glucose level. Customer support instructed the caller on how to press the button correctly and confirmed that the pump would be replaced under warranty. The customer planned to use multiple daily injections as a backup therapy. Instructions for putting the pump into storage mode were provided, along with a pre-paid label for returning the defective pump.